Event description:
It was reported that" (B)(6) 2023, the doctor found the swg kinked during used on the patient. The patient was reported as fine post the procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that"18 dec 2023, the doctor found the swg kinked during used on the patient. The patient was reported as fine post the procedure.

Manufacturer narrative:
Qn#(B)(4). The customer returned one opened cvc kit for analysis. No obvious signs of use were observed. The guide wire was observed to have one major kink towards the distal end of the body. The distal j-bend was slightly misshapen but intact. Microscopic examination confirmed the kinks and revealed that both welds were present and full/spherical. The kink on the guide wire measured 522mm from the proximal weld. The overall length of the guide wire measured 602mm which is within the specification of 596mm-604mm per guide wire product drawing. The outer diameter of the guide wire measured 0.790mm, which is within the specification of 0.788mm-0.826mm per guide wire product drawing. The kink on the guide wire measured 522mm from the proximal weld. The overall length of the guide wire measured 602mm which is within the specification of 596mm-604mm per guide wire product drawing. The outer diameter of the guide wire measured 0.790mm, which is within the specification of 0.788mm-0.826mm per guide wire product drawing. The guide wire was advanced through a lab inventory ars and a lab inventory 18ga introducer needle to functionally test the guide wire. Major resistance was observed at the kinking; however, the undamaged portion of the guide wire was able to pass as expected. Performed per IFU statement , "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested.". The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire was kinked towards the distal end. All relevant dimensional and functional requirements were met, and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.